Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: "when was the needle is detached from the thread and remains in the hand. (During removal from package, during handling or during use on the patient)?" Please specify: during use on patient. "Could you please confirm how many needles detached from the thread?" About 10. "Did the event occur during one or multiple patient procedures?" Multiple procedures. "What is the total number of procedures?" About 10. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: ppmbax and rpmhxr. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an ophthalmic surgery procedure on an unknown date and suture was used. The needle was detached from the thread. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device history lot: a manufacturing record evaluation was performed for the finished device ppmbax/ w955940 batch number, and no non-conformances were identified. Expiration date: nov/30/2024 date of mfg.: dec/3/2019. A manufacturing record evaluation was performed for the finished device (B)(6)/ w955914 batch number, and no non-conformances were identified. Expiration date: nov/30/26 date of mfg.: dec/16/2021.